Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower limb arteriogram, a roadrunner the firm hydrophilic wire guide was unable to navigate through unspecified introducers and catheters. More than one attempt was made to advance the wire. The anatomy was stenosed. The wire was replaced with another product and the procedure evolved into a femoral-popliteal bypass. An arterial dissection was also reported. Additional information was received 19jul2023. The complaint device was not altered prior to use and was not damaged. Access was obtained in the femoral artery. The wire was "partially" difficult to advance through other devices and the anatomy; although, the anatomy was not tortuous, calcified, or scarred. The hydrophilic coating was activated with sterile saline solution for thirty seconds. The wire, which was used five times, was kept hydrated when not in use and the coating was reactivated before reuse. Another manufacturer's introducer, support catheters, and wire guides were used during the procedure. Per the user, the cook wire caused the arterial dissection, which subsequently caused the femoral-popliteal bypass procedure. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. One relevant non-conformance was noted on the lot; however, there have been no other reported complaints for this lot number. The product IFU states ¿this product is a delicate instrument. Avoid forceful angulation.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was re-worked, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that although it is possible that the patient¿s stenosed anatomy and/or forceful angulation contributed to the event, this cannot be confirmed with current information. The exact conditions experienced during the procedure cannot be duplicated and therefore, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19jul2023. The complaint device was not altered prior to use and was not damaged. Access was obtained in the femoral artery. The wire was "partially" difficult to advance through other devices and the anatomy; although, the anatomy was not tortuous, calcified, or scarred. The hydrophilic coating was activated with sterile saline solution for thirty seconds. The wire, which was used five times, was kept hydrated when not in use and the coating was reactivated before reuse. Another manufacturer's introducer, support catheters, and wire guides were used during the procedure. Per the user, the cook wire caused the arterial dissection, which subsequently caused the femoral-popliteal bypass procedure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= postal code: (B)(6) phone: (B)(6) e3: occupation: distributors sales rep- international g4: PMA/510(k) number = k182985 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower limb arteriogram, a roadrunner the firm hydrophilic wire guide was unable to navigate through unspecified introducers and catheters. More than one attempt was made to advance the wire. The anatomy was stenosed. The wire was replaced with another product and the procedure evolved into a femoral-popliteal bypass. An arterial dissection was also reported. Additional event information has been requested.